Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a thrombus occurred. Target lesion 1 was located in the circumflex artery (cx). The reference vessel diameter was 3.2mm and the lesion length was 20mm. Pre-procedure there was 98% stenosis and post-procedure 0% stenosis. A 3.5x24mm liberte stent was implanted. An additional procedure was performed to remove the thrombus. Target lesion 2 was located in the cx. The reference vessel diameter was 3.2mm and the lesion length was 18mm. Pre-procedure there was 78% stenosis and post-procedure 0% stenosis. A 3.5x24mm liberte stent was implanted. The stenting procedure was a technical success. The patient was discharged two days after the index procedure with no anginal complaints or silent ischemia. The discharge medications were asa 100mg per day for 12 months, clopidogrel 75 mg/day for 12 months and heparin.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.